Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was not able to provide remaining baseline. Patient stated that they went from 10pm last night till 8am this morning and without changing diaper and this was improvement for him. They said symptoms were a little better because they did not drip. Patient complained about feeling soreness on tailbone area from procedure. Patient could not tell any difference, they were not any better at all and still having to change up to five diapers a day. Patient complained that they could not even sit down because their tailbone hurts so bad. Lead removal (B)(6) 2017. Patient was assisted with switching to rightlead, amp now 5.8 and comfortable stim felt scrotum area. Patient had some pain on left side when left lead was active on verify controller; patient didn't feel was completely emptying when on left side. Patient was changed to right side. Patient stated that there was pain on the left lead about the tailbone area. Patient changed over to the right lead yesterday and had been doing better. Patient felt that the left lead was not working. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.